Event description:
It was reported that a vision stent was placed in the circumflex artery. An attempt was made to cross that stent with another vision stent; however, both stents became dislodged. One stent is left in the main artery, and the second stent is in the popliteal artery. The pt had emergency open heart surgery.